Manufacturer narrative:
Corrected block: d10.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) verified the reported issue. The pst installed the assembly pump pod into a lab use only large roller pump, a 'service pump' message was observed. When a lab use only application board was paired with the generic board that was installed into the pump, it powered on and functioned as intended with no error message. The printed circuit board assemby (pcba) was found to be defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the issue. He replaced the pod board in the roller head and updated the software. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the sucker pump displayed a 'service pump' message and would not run. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.